Event description:
An unknown object was found on the intracardiac echocardiogram images. Once the grid device was removed from the body, it was found to have a string-like object wrapped around the end of the device. Dr [redacted] and dr [redacted] believe the object came from the pfa sheath. The grid performed normally throughout the procedure with no malfunctions noted. The patient remained stable throughout the procedure with no complications noted/observed. Images were taken post procedure to ensure no objects remained in the patient. The device in question: medtronic flexcath contour (10fcc13) lot: 0012889267.